Event description:
Pharmacy employee was packaging a mail order prescription which included insulin syringes and received a needle stick while attempting to bubble wrap the product. It was determined that two -2- of the ten -10- syringes did not have the protective cap on the needle. Bd insulin syringe with ultra fine needle, 8 mm, 31 gauge, 1 ml ndc# 08290-8418-01 lot # 01725145. Dates of use: (B)(6)2010.